Event description:
A pt reported blood glucose results of "16.9 and 21.5 mmol/l" with a lifescan meter, performed within 10 mins of each other. The pt did not have any control solution to troubleshoot. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site. A replacement meter is being sent.